Event description:
It was reported that the patient experienced lethargy, after passing an alarm system, due to loss of capture. At follow-up the device failed to pace at maximum output and the left ventricular (lv) lead impedance was greater than 9,999 ohms. The lead was scheduled for revision and when tested externally through the analyzer was found to be pacing and sensing appropriately. The lead was reconnected to the device, and the impedance was again greater than 9,999 ohms and there was no pacing. A new device was attached to the lead and all values were within normal range. It was suspected that the device electrical system of the lv components had failed. The old device was explanted, a new device implanted, and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model 4194, implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.